Manufacturer narrative:
Date rec¿d by MFR : 28mar2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power management (pm) printed circuit board assembly (pcba) and the battery in case the battery is not recoverable. The customer replaced the pm pcba to address the reported problem. The unit successfully passed the required performance verification test. The part has not been received for failure analysis; therefore the root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported system won't power on. Unit does not power up under either (alternating current) ac or battery power. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.